Manufacturer narrative:
Follow-up #1: date of submission 05/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/01/2014 with the following findings: product analysis was unable to duplicate the customer complaint of a blank screen. The pump booted on with a dim, red display.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display was blank and not resolved with a reboot. The reporter denied moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.